Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('eviction') and abortion spontaneous ('loss pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnant") and experienced abortion spontaneous (seriousness criterion medically significant). The patient was treated with surgery (eviction (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: this case is cross linked with another episode of patient's pregnancy-(B)(4). The following information was received from social media: medical device removal and pregnancy with contraceptive device, spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received : event pregnancy and loss of pregnancy was added. On 17-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('eviction') and abortion spontaneous ('loss pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery eviction (B)(6) 2013. Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: this case is cross linked with another episode of patient's pregnancy (B)(4). The following information was received from social media: medical device removal and pregnancy with contraceptive device, spontaneous abortion. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: correction following internal company review, event device ineffective was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('eviction') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (eviction (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The following information was received from social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.